Event description:
I have had my eyes swell up four times since I started using this product. It was in my left eye first then in my right. Then it went back over to my left then on my right again. It was painful, mucus was coming out of both my eyes and my eyes were sensitive to the light. I still have a scar and two knots on my lower lid and on my top lid. The scar is on my left upper lid.